Event description:
Hcp returned pump to manufacturer with no information on the reason for the explant. A search of the manufacturer's device registry system shows that the patient expired in 2006. Additional information has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.